Event description:
The patient was implanted with a herniamesh t-sling cal-ts05 lot 0468 on (B)(6) 2008. Many years later the patient has suffered chronic pelvic and vaginal area pain, worsening urinary incontinence, mesh erosion, abnormal vaginal odor, severe pain during intercourse, urinary retention, vaginal bleeding, and the need for additional surgery. No further information has been provided.